Event description:
Information received from the homecare provider that the pressures on the pt's device were not changing from ipap to epap. The prescribed settings were ipap=10cmh2o and epap=5cmh2o. The pt's family member reported to the homecare provider that their family member was opening their mouth during therapy, which was causing large leaks. The pt used a nasal mask with the device. It is reported the pt was hospitalized due to elevated co2 levels and required mechanical ventilation, however it is unknown if the device caused or contributed to the event. The bipap pro device is intended for treatment of sleep apnea.